Manufacturer narrative:
One catheter was returned for evaluation. Examination revealed a full catheter in a sealed pouch. The tip was intact, and the complaint cannot be confirmed as reported. The complaint history was reviewed, revealing that this is the first such complaint for this lot number. Based on this information, coloplast concludes that this is an isolated incident and does not represent the overall quality of the lot.

Event description:
Date of event: 2009.according to the information received, an end user reported that the tip of a catheter was cut off. The patient inserted the catheter and there was some bleeding. The patient went to the doctor. There was no internal injury, and no medications were prescribed. The bleeding stopped right away.